Manufacturer narrative:
The device was initially expected to be returned for evaluation; however, it was later reported that no device would be returned. Although the device as not returned for evaluation, the reported alarms and pump stoppage events could be confirmed through the analysis of the provided system controller log file. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. It was reported that the patient did not experience any further alarms since switching the third system controller along with a new power module and 14 volt patient cable. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) in (B)(6) 2009. It was reported that the patient was at home when upon changing from battery power to the power base unit, he experienced an extended period of intermittent beeps followed by a ¿replace system controller¿ notification on his display monitor. The patient switched to his backup system controller and, after 30 to 45 minutes, the notification to replace the system controller recurred. Upon review of both the primary and backup system controller log files, multiple low cell battery notifications, low speed events, high powers and pump stops were captured. The alarms reportedly occurred only while the patient was supported by the power module. The patient was reportedly not symptomatic during the events. The patient was admitted to the hospital and provided with new primary and backup system controllers. It was reported that x-rays of the patient's percutaneous lead would be reviewed, and the lactate dehydrogenase levels would be monitored due to the pump stoppages. No further alarms have been reported since switching to the third system controller. The power module and power module 14 volt patient cable were also switched out.

Manufacturer narrative:
Approximate age of device ¿ 5 years and 5 months. (Calculated from the date when the system controller was issued to the patient.) No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.